Event description:
It was reported that the patient performed a supply change on the ilet pump and did not attach the connector properly to the cartridge, resulting in an inability to attach the connector and requiring troubleshooting and education to complete a full supply change and correctly attach the infusion connection; no alerts or alarms were reported. Symptoms included high blood glucose. Outcomes included the need for user support and an intervention to restore therapy, without hospitalization or professional medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error related to the connector interface to the cartridge, with no device alarms and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.